Event description:
The customer reported that during use the handpiece starts by itself and runs intermittently. There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation results: the device has been received by conmed linvatec. The investigation is in process. A follow-up report will be sent with investigation results.